Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that customer were hospitalized due to high blood glucose of 330 mg/dl. Current blood glucose value was 500 mg/dl. The customer did not experience any symptoms such as a result of high blood glucose. The customer was treated by insulin pen. Customer reported that insulin pump had insulin flow block. No further complications were reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
S/w 6.5w retainer ring = black case type = ngp the customer was hospitalized for alleged high bgs and insulin flow block alarm on event date on (B)(6) 2022. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0870 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched case, pillowing keypad overlay, and cracked keypad overlay at the select button. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. There were 96 boluses listed on the event date 24-may-2022 in the pump history file. Please see the first 10 boluses below. On (B)(6) 2022 00:09:43.000 normal bolus delivered (220) bolus programming method: cl1microbolus (5) normal bolusa mount programmed: 750 (0.075 u) bolus amount delivered: 750 (0.075 u) on (B)(6) 2022 00:14:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) on (B)(6) 2022 00:19:29.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) on (B)(6) 2022 00:34:29.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) on (B)(6)2022 00:44:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) on (B)(6) 2022 00:51:17.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 27000 (2.7 u) bolusamountdelivered: 27000 (2.7 u) on (B)(6) 2022 00:59:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) on (B)(6) 2022 01:04:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) on (B)(6)2022 01:09:31.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6) 2022 01:14:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) please see below for the daily total of all insulin delivered on the event date 24-may-2022. On (B)(6) 2022 00:00:00.000 dailytotalsg670 (63) daily total collection starttime: on (B)(6) 2022 00:00:00.000 daily total ofallinsulin delivered: 310500 (31.05 u) dailytotalofbasalinsulindelivered: 56250 (5.625 u) dailytotalofbolusinsulindelivered: 254250 (25.425 u) there were no autosuspend (12) alarm noted in the pump history file. Please see below for the usersuspended (2) alarm noted in the pump history file on the event date 24-may-2022. On (B)(6)2022 08:41:30.000 insulin delivery stopped (30) event type = 30 sourced = 128 history record length = 12 system time = on (B)(6) 2022 08:41:30.000 reasonfoinsulindeliverysuspension: usersuspended (2) please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date on (B)(6) 2022 in the pump history file. On (B)(6) 2022 08:53:00.000 alarm alert notification (40) faultnumber: lost sensor 1 alert (780) on (B)(6)2022 15:27:43.000 alarm alert notification (40) faultnumber: sensorer roralert (801) on (B)(6) 2022 16:15:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) on (B)(6) 2022 16:31:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) on (B)(6) 2022 01:00:49.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus on (B)(6) 2022 01:10:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus on (B)(6)2022 02:06:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus on (B)(6) 2022 02:16:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus on (B)(6) 2022 02:41:03.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus on (B)(6) 2022 03:18:53.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus on (B)(6) 2022 09:24:29.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus on (B)(6) 2022 16:39:49.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus on (B)(6)2022 18:09:10.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus on (B)(6)2022 12:20:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) on (B)(6)2022 12:36:00.000 alarmalertnotification (40) faultnumber: lostsensor2alert (781) on (B)(6)2022 18:30:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) on (B)(6) 2022 19:10:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) the pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 239 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Lostsensor1alert not confirmed. Sensorerroralert not confirmed. Nodelivery (7) not confirmed. The pump passed the functional testing. Unable to confirm alleged high bgs. Insulin flow blocked alarm/no delivery alarm not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.